Event description:
The facility reported a colleague infusion pump with failure code 12:602:1825:0000, which was discovered in the pump's event history. According to the facility, it is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with failure code 12:602:1825:0000 was caused by a faulty user interface module printed circuit board.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 12:602:1825:0000 was confirmed in the pump's event history but not duplicated during product evaluation. This condition was caused by a software failure. The user interface module (uim) printed circuit board (pcb) was replaced as a precaution. Should additional information be received, a follow-up medwatch will be submitted.